Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency department after receiving shock therapy. Review of stored device data noted several episodes containing t-wave oversensing and oversensing of noise that resulted in delivery of inappropriate shocks. Noise was able to be reproduced when the patient was laying down and when rolling around. Technical services (ts) discussed troubleshooting options. The patient was discharged and referred for further evaluation by an electrophysiologist (ep). The patient was then seen by an ep, who, felt that the implant technique and location/position to be the root cause of the reported clinical observations. The patient will be scheduled for a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency department after receiving shock therapy. Review of stored device data noted several episodes containing t-wave oversensing and oversensing of noise that resulted in delivery of inappropriate shocks. Noise was able to be reproduced when the patient was laying down and when rolling around. Technical services (ts) discussed troubleshooting options. The patient was discharged and referred for further evaluation by an electrophysiologist (ep). The patient was then seen by an ep, who, felt that the implant technique and location/position to be the root cause of the reported clinical observations. The patient will be scheduled for a revision procedure on an unknown future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.